Manufacturer narrative:
The previous report stated the device was returned for evaluation. However, the device was not returned for evaluation. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the handpiece device was chipped/shaved/delaminated. It was further reported that the device did not work. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the air hose of the device was internally detached from the muffler area and the hose was ruptured. During repair it was observed that there was a cut in the hose near the muffler area, the air hose was damaged, and a hole in the hose near the muffler. Therefore, the reported condition that the device did not work was confirmed. The assignable root cause of the reported condition of the detached hose was determined to be traced to maintenance, which is user error/misuse/abuse. The assignable root cause of the reported condition of the hose rupture was determined to be traced to user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.